Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they had to press act button several times for response, occasional rainbow effect in sunlight and had to reset time after battery change. The customer also reported that the insulin pump received no delivery alarm during priming. The device will not be returned for analysis.